Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed pressure test. No adverse effects were reported.

Manufacturer narrative:
B5: additional information received and attached from customer via email dated 05-oct-2021: the event occurred during bench test. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, minor scratches and cracks found on lcd lens screen. The customer stated problem was not duplicated. Device passed all functional test as per manufacturing specifications. No problem found with the device. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.